Event description:
Healthcare professional (hcp) reports a fiber leak noted 76 minutes into pt treatment. New disposables used to continue the pt treatment without incident. The dialyzer was reused 6 times prior to this report. The hcp reports no pt injury or need for medical intervention.